Event description:
The doctor started using the insorb skin closure on the patient and the stapler didn't present any staples below the skin. Another device was pulled and worked. Had another insorb skin closure fail a week prior but no patient information was forth coming. Same lot number etc. Both devices did not cause a delay or harm to patients.